Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after CT scan, the implanted icp microsensor stopped working, no reading could be obtained. The device was removed and icp monitoring was stopped. The complaint icp microsensor was used for icp monitoring during and after a craniotomy procedure for hematoma evacuation secondary to external injury(s). The day after implantation, it was disconnected for transport and completion of a CT scan. After the CT scan, the microsensor was reconnected to the control unit/monitor. However, an error was displayed, continuous monitoring was unavailable. Then the sensor was removed from the patient. The patient is under treatment and follow-up without the icp sensor. It was reported that a possible cause of this incident could have been inner disconnection on the icp sensor during moving the patient back to the hospital ward. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
UDI: (B)(4). A review of manufacturing records found that the device conformed to specification when released to stock.

Manufacturer narrative:
The device was returned for evaluation. Visual examiniation found the catheter material was stertched 40 cm from the connector. The internal wires were broken inside the catheter at the stretched area. Due to the condition of the device as it was received, no functional testing was possible. A review of quality records found both the component and finished good lot confirmed to specification when released. Based on the evaluation, the reported issue was able to be confirmed. The cause of the condition was determined to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.